Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 17:40:59. During night drain cycle four, the patient's ultrafiltration reading was 1922ml, indicating the home patient drained 1672ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. The hc device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review was performed. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause of this issue was determined to be a use error of setting the tidal total uf removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.